Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2014. Customer's blood glucose level was in the 200 mg/dl range. Customer could not swallow and had gotten bit by a spider. Customer also had strep throat. Customer was hospitalized through (B)(6) 2015. Customer was wearing the pump at the time of hospitalization. Customer's endocrinologist felt that the diabetic ketoacidosis was due to the site being clogged. Customer did not agree since their blood glucose level was not really high. Customer change the site when she got back on the pump and everything has been fine. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.